Event description:
The customer reported touchscreen responsiveness issues. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and requested no additional support.